Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following device was also listed in this report: 22.2mm std v40 head; cat# 6260-4-122; lot# 98182205. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Due to continued drainage from the surgical site of the patient in the above operation, internal wound irrigation and part replacement were performed. According to the surgeon, this is not an infectious condition.